Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that no insulin exited the cartridge tubing during fill tubing. There was no impact to customer's blood glucose. A new cartridge was loaded to address the event and insulin was seen exiting the tubing.